Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient developed left atrial flutter approximately 24 hours after the procedure. An electrocardiogram showed left atrial flutter and was clinically significant. The left atrial flutter persisted despite treatment with an antiarrhythmic medication, and an oral potent antiarrhythmic medication. The case was completed. The investigator assessed the event as related to the ablation procedure and not related to the catheter or transseptal puncture, and the sponsor assessed the event as possibly related to the ablation procedure and not related to the catheter or transseptal puncture. No further patient complications have been reported as a result of this event.